Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that there was a gap in the extension as seen by an x-ray, which they believed to be normal in their experience. The rep further noted concerns where the red arrow was on the x-ray where there was a slight kink which "didn't look too bad." It was stated that there were also high impedances which occurred after a fall. A reference x-ray was requested to compare to this case. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, lot# nkn002010v, product type: extension. Product ID: neu_ins _stimulator, serial# unknown, product type: implantable neurostimulator. This event is now reportable for serious injury. Coding applies to the extension, lot # nkn002010v. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep clarified that there was not an artifact in the x-ray, and that they are currently unable to determine if it was an extension break or if something was abnormal as a reference could not be provided to compare. It was noted that there was only anecdotal information that the patient's dystonia had increased related to the issue. The issue remains unresolved at the time of the report, with exploratory surgery scheduled for (B)(6). No further complications are anticipated.